Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10/25/2024 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 10/24/2024. The user's wife explained to the cds that the user was struggling to remember to announce meals, so she advised them to stop. During a text exchange with the cds, the wife reported that the user's bg dropped to 43 mg/dl the previous night, rising to 60 mg/dl and then 100 mg/dl within 30 minutes. The user was confused during the low bg event and was initially unable to eat, prompting the wife to consider calling 911. She eventually provided a snickers bar, which brought the user's bg up to 190 mg/dl. An ilet data log review showed that the user had been without dexcom (model unknown) continuous glucose monitor (cgm) readings for over 12 hours, with a high bg level recorded once the cgm reconnected, followed by a bg drop after the ilet administered a correction. The cds scheduled an appointment for (B)(6) 2024 to review and explain these issues in detail. Follow-up on (B)(6) 2024 confirmed that the user was doing better, with a bg of 101 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Evidence of inconsistent meal announcements was found. The cgm grace period ended at 2:20am on the event date and a new sensor was initiated 11 hours later. There were no bg values entered during this time in response to alerts from the ilet, resulting in insulin suspension, which contributed to the user's hyperglycemia upon resuming cgm. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by increased correction insulin dosing in response to elevated cgm glucose readings after a period without cgm glucose readings. The user's failure to comply with the requirements of bg-run mode by not entering bg values into the device when requested or promptly replacing the sensor contributed to the severity of the event. Additional training provided to customer and his spouse.